Event description:
The facility reported a colleague infusion pump with a failure code 814:04. It is unknown when this condition occurred. The contact did not know if there was patient/user involvement, injury or medical intervention. During baxter's review of the event history it was discovered that failure code 814:04 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4).device evaluation: the reported condition was confirmed and duplicated. The assignable cause was a disconnected air in line printed circuit board. The air in line printed circuit board has been reconnected. Additional: a service history review revealed that this device has not been previously serviced by baxter. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.